Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient experienced low flow alarms and a grinding noise with pump. Patient presented with low inr and was treated with coumadin and lovenox. Low flows persisted and grinding noise was confirmed by the physician. The pump was exchanged and there was confirmed visual thrombus in the left ventricle, inflow cannula and outflow graft. The patient had an embolic stroke causing herniation of the brainstem and expired on (B)(6) 2014. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The pump ((B)(4)) was returned for evaluation and passed all functional testing and evaluation. Pathology results showed that the material noted within the inflow lumen is consistent with an organized thrombus and materials noted within the outflow graft and lower housing are consistent with post-explant blood clotting vs. Thrombosis. Picture provided confirmed thrombus. The root cause of the reported 'inadequate flow rate' may be attributed to thrombus formation within the left ventricle, inflow cannula and outflow graft; however there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Per the instructions for use (IFU): a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that this (B)(6) male patient complained of persistent low flow alarms and a grinding noise from the pump. His international normalized ratio (inr) was 1.6 on (B)(6) 2014 so the patient's coumadin dose was increased. The inr was 1.2 on (B)(6) 2014. The patient then had persistent low flow alarms. The patient was admitted to the hospital and subcutaneous lovenox was started on the evening of (B)(6) 2014. The pump grinding noise was confirmed by the treating physician. It was noted that urine looked like orange juice. The pump was exchanged on (B)(6) 2014. A thrombus was visualized in the left ventricle, inside the inflow cannula and inside the outflow graft. The pump was returned to the manufacturer for evaluation. The patient had an embolic stroke causing brainstem herniation and expired on (B)(6) 2014.